Event description:
The hospital reported that towards the end of the endoscopic vein harvesting procedure, the conical tip broke at the edge where it was screwed on to the scope. One piece broke off inside the patient's leg. The physician's assistant removed the piece using the hemopro jaw through the original incision. The procedure was completed with the same device. The hospital did not report any patient complications. The maquet account manager was present during the case and he reported that they did not see the defect on the tip prior to placing it in the patient's tunnel.

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. The juicer body had multiple cracks and a piece was missing from the proximal end. The missing piece was not returned with the dissection tip. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.